Event description:
Patient reported unknown side capsular contracture, baker grade unknown. Healthcare professional later reported left side capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported unknown side capsular contracture, baker grade unknown. Healthcare professional later reported left side capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease flat observed on the device. ¿ yellow encapsulation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported unknown side capsular contracture, baker grade unknown. Healthcare professional later reported left side capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: -capsular contracture: in the photo observed biological tissue next to the device, but it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported unknown side capsular contracture, baker grade unknown. Healthcare professional later reported left side capsular contracture, baker grade iii. Device has been explanted and replaced with a non-allergan device.